Event description:
Information was received from a patient implanted for gastrointestional/pelvic floor. It was reported the patient only had symptom control the first two weeks of implant in (B)(6) 2016. Afterwards, the patient went all the time and was unable to go anywhere as a result. All four current programs were tested. No reprogramming sessions were scheduled. It was noted the patient took 8 immodium pills a day. On (B)(6) 2016, there was a sudden return of urinary and bowel symptoms. Uncomfortable stimulation was encountered when increasing settings to try to get a better control; decreasing settings resolved uncomfortable stimulation but caused symptoms to return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.